Event description:
It was reported to philips that the device gave an error indicating geometry movements were partly available.  The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the diagnosis procedure, the doctor observed the equipment's operation without a sensor and completed the examination as planned. There was no harm reported to philips. Review of system log files identifies issues related to geo-pc. The field service engineer (fse) found that the table and arc were not working. Upon troubleshooting, fse inspected the impacted sensor system and identified liquid traces in the connection of the fdxd sensor. The cause of the issue was due to a leak in the equipment's cooling system had led to oxidized contacts, resulting in a short circuit. To resolve the issue, the fse replaced the connectors linking the chiller to the detector and also replaced and calibrated the bodyguard sensor of the flat. Following these repairs, the system was restored to operational status and is now functioning properly. The codes were updated based on the investigation outcome.